Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer had gone in the pool with the insulin pump on. Customer stated the display was not blank for less than 30 seconds and did not return. Display did not return after restart. Customer stated the contacts on the battery cap were not missing or damaged. Battery compartment or spring were not corroded or damaged. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to corroded electronic assembly. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: corroded battery tube, corroded motor home switch, scratched case, cracked keypad overlay, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, broken belt clip rails and keypad overlay texture damage. The p-cap does lock properly.